Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g x 1.00in. Nexiva unit from lot number 1337933. Additionally, four photos were provided for investigation. A gross visual inspection of the device showed that there was no visible damage to the v-clip or tip shield. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. Decoupling was not possible, and the winged adapter could not be rotated, which is indicative of adhesive between the two components. Excess force was used to separate the tip shield from the back end of the catheter adapter. Upon separation of the two components, adhesive residue was found on the outside of the winged adapter and the inside of the tip shield. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to incorrectly placed adhesive. Preventative maintenance (pm) is performed to maintain and ensure proper functioning of equipment. Pm records were verified to be up to date during production of this lot. Additionally, operators perform in process sampling, checking for retraction and adhesive per the sampling plan to mitigate the occurrence of this defect. Adhesive dispensers are also challenged and inspected per the quality plan. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced device damage while still considered operable. The following information was provided by the initial reporter: after route establishment, the needle was not decoupled. The infusion was continued and completed with the undecoupled needle fixed in a safe manner.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced device damage while still considered operable. The following information was provided by the initial reporter: after route establishment, the needle was not decoupled. The infusion was continued and completed with the undecoupled needle fixed in a safe manner.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.